Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed normal wear which does not allow sufficient sealing. In addition the device was dirty, oily, and corroded. This is attributed to inappropriate use and infrequent revisions. Parts were replaced. The device was repaired and sent back to the customer on (B)(4) 2006. Placeholder.

Event description:
Device was returned for repair because it would not stop running. This is report 1 of 1 for complaint # (B)(4).